Event description:
The patient reported that during a routine cartridge change the pump dispensed insulin during the load cartridge phase. Additionally, the patient had reported that the pump emitted repeated loss of prime warnings prior to this problem.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that several zero force loss of prime events had occurred which could not be duplicated during testing. The black box does not show any loss of cartridge detection warnings.